Event description:
Complaint is reportable based on additional information received on (B)(6) 2011. It was reported that during a stenting treatment procedure, it was impossible to advance the stent system into the hub of the guide catheter and the jr4 guide catheter "stayed stuck". Additional information was requested but not received. No patient complications were reported and the patient status is fine. However, analysis of the returned product revealed that there was a stent dislodgment. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with the stent dislodged from the balloon. The stent was not returned. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The outer was stretched at the port. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).